Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. The reporter informed the company that the product had been discarded.

Event description:
Brush heads fall off when you brush [device breakage]. No adverse event [no adverse event]. Report source: non-event - spontaneous. A male consumer of unspecified age reported via phone on (B)(6) 2017 that (B)(6) fall off when brushing. He reported the pin looked fine, not worn out, and the gray logo did not scratch off. He reported he had previously used this same version of product. No symptoms were reported. Relevant history: none reported. Concomitant products: (B)(6); elmex toothpaste. No further information was provided. On (B)(6) 2017 consumer follow-up: the consumer reported the brush attachment had been thrown away. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush heads fall off when you brush [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A male consumer of unspecified age reported via phone on (B)(6) 2017 that oral-b power oral care refills precision clean fall off when brushing. He reported the pin looked fine, not worn out, and the gray logo did not scratch off. He reported he had previously used this same version of product. No symptoms were reported. Relevant history: none reported. Concomitant products: oral-b power rechargeable toothbrush handle professional care 600; elmex toothpaste. No further information was provided.